Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter removal difficulty and stent damage occurred. The target lesion was located in the right coronary artery. A 2.50x38mm synergy ii everolimus-eluting platinum chromium coronary stent system was advanced failed to cross the lesion. When the device was remove, it became stuck in the lesion. The entire system was completely removed from the patient's body. However, in the removal process, it was noted that the stent became elongated and distorted but the stent did not come off the balloon. The procedure was completed with a promus premier stent. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis with a 0.014¿ guidewire in the lumen. There were stent struts from the center to proximal end of the stent that were stretched and bent. The proximal end of the stent was stretched past the proximal markerband. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage to the distal edge of the tip. A visual and tactile examination found no issues with the hypotube profile. A visual and tactile examination found a kink at the guidewire exchange port. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter removal difficulty and stent damage occurred. The target lesion was located in the right coronary artery. A 2.50x38mm synergy ii everolimus-eluting platinum chromium coronary stent system was advanced failed to cross the lesion. When the device was remove, it became stuck in the lesion. The entire system was completely removed from the patient's body. However, in the removal process, it was noted that the stent became elongated and distorted but the stent did not come off the balloon. The procedure was completed with a promus premier stent. No patient complications were reported and the patient's status was fine.